Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio: 1.2, lab: 2.0. Date: (B)(6) 2014, inratio: 3.0, lab: 3.3. Time between tests: 1 hour. Therapeutic range: unk. Customer was in the hospital 2 weeks ago for a planned surgery. Customer was on lovenox or heparin (unk) for 5 days, and spent 2 days bridging back onto coumadin. Pt self tester has been on coumadin for over a week at the time of discrepant claim. Pt self tester added multiple drops of blood to the test.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Since the product associated with the complaint was not returned, a review of retain testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.